Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for the evaluation. Omsc investigated the subject device and confirmed the coating of the grasping section of the subject device was partially missing on may 22, 2017. The manufacturing history was reviewed, with no irregularities noted. These types of the coating damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. It was also known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; a) when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. B) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Olympus received the following information on may 12, 2017. -the subject device was used for an unspecified procedure about the upper gastrointestinal tract. -after 30 minutes from the start of the procedure, the tissue pad of the subject device was worn. -the user replaced the subject device with another tb-0535fc and completed the procedure. The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc investigated the subject device and confirmed the coating of the grasping section of the subject device was partially missing on may 22, 2017. There was no report of the patient¿s injury regarding this event.